Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed a driveline infection, a positron emission tomography¿computed tomography (pet-CT) was performed and confirmed an ascending infection. The patient returned to the operating room for aortic valve replacement, the surgeon decided to perform a pump exchange due to the infection. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(6), and a specific cause for the patient¿s driveline exit site infection could not be conclusively determined. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of an aortic valve replacement could not conclusively be established through this evaluation. The pump was returned assembled with the pump cable severed approximately 7¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 6.25¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief and outflow graft clip secured. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.